Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s previous implant was put in on (B)(6) 2015 and worked for about 11 months (not 100% but it helped a lot), and then it just gradually stopped working after that. The patient said they worked with the hcp for different settings and were trying to get it to better their target symptoms. But their body just didn¿t respond and they couldn¿t handle it. The patient said that was why the device was replaced with the rechargeable one, and another lead was put in. The patient said they have one implant battery with 2 leads now that was implanted on (B)(6) 2018. There were no further complications reported.